Event description:
Patient had a right knee arthroscopic assisted anterior cruciate ligament (acl) reconstruction with autograft hamstring tendon and right knee medial meniscus repair. Patient experienced pain after the procedure. Patient returned to operating room (or) one month later for removal of 1 3/4" piece of nitinol guide wire that was used in the procedure to place screw.what was the original intended procedure?right knee arthroscopic assisted acl reconstruction.device #1is this a laboratory device or laboratory test?no.